Event description:
It was reported that the ventilator was failing the internal leakage tests during pre-use checks displaying the excessive leakage error message. It was further stated that the ventilator has an internal buildup of corrosion. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information has been sought and a supplemental medwatch report will be submitted when the investigation is completed. (B)(4).

Manufacturer narrative:
Our field service engineer was on-site and downloaded the device logs. No investigation was performed at that time. Additional information has been requested from the customer as to how the problem was resolved, but no information has been received. Evaluation of the received device test logs showed that the internal leakage, the pressure transducer, and the safety valve sub-tests of the pre-use checks failed because no pressure could be built up in the ventilator. These failures in the pre-use checks indicate a leakage. The logs do not contain any technical alarms that indicate there was a technical ventilator failure at the time. The reported failure can be confirmed in the received device logs but, we have been unable to determine the root cause is based on the limited information that was received.